Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 25/jan/2023, this patient on peritoneal dialysis (pd) reported he had peritonitis. The patient did not report any allegations that the peritonitis event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was hospitalized. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with intravenous (IV) antibiotics (medication(s) unknown and continued pd therapy (details not provided). On (B)(6) 2023, the patient was discharged home. Moreover, the patient had a repeat pd culture on (B)(6) 2023 (in the outpatient pd clinic) which did not have any organism growth. The patient is recovering from the event and remains on antibiotic therapy with intra-peritoneal (ip) vancomycin. The patient continues pd treatments with the same cycler without any further reported issues. The nurse indicated the cause of the patient¿s peritonitis is unknown. However, the patient¿s nurse confirmed the patient did not have any fluid in relation to the peritonitis. Although the nurse stated the patient was experiencing drain complications during the pd treatment with the cycler prior to the peritonitis event. The nurse provided the patient did have fibrin (causes drain issues during pd treatment) when the peritonitis developed. The nurse did not suspect that the drain complications were caused by the reported fibrin and stated the drain complications could have been related to the peritonitis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy that is often associated with a breach in aseptic technique during the pd exchange. The patient¿s nurse stated the peritonitis may have been related to drain complications during pd treatment with the fresenius cycler. However, this cannot be confirmed as a causal factor as the patient reportedly had fibrin (in the pd catheter) with peritonitis development which is well-documented to cause drain complications in pd patients. Based on all the available information, it is unlikely the liberty select cycler was malfunctioning. Additionally, the nurse stated the patient reportedly continued pd treatments with the same cycler without any further issues.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported he had peritonitis. The patient did not report any allegations that the peritonitis event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was hospitalized. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with intravenous (IV) antibiotics (medication(s) unknown and continued pd therapy (details not provided). On (B)(6) 2023, the patient was discharged home. Moreover, the patient had a repeat pd culture on (B)(6) 2023 (in the outpatient pd clinic) which did not have any organism growth. The patient is recovering from the event and remains on antibiotic therapy with intra-peritoneal (ip) vancomycin. The patient continues pd treatments with the same cycler without any further reported issues. The nurse indicated the cause of the patient¿s peritonitis is unknown. However, the patient¿s nurse confirmed the patient did not have any fluid in relation to the peritonitis. Although the nurse stated the patient was experiencing drain complications during the pd treatment with the cycler prior to the peritonitis event. The nurse provided the patient did have fibrin (causes drain issues during pd treatment) when the peritonitis developed. The nurse did not suspect that the drain complications were caused by the reported fibrin and stated the drain complications could have been related to the peritonitis.